Event description:
It was reported the patient had an unspecified heart surgery in 1995. It was reported the patient developed an infection and injury as a result of contaminated sutures. There are no further details available.